Event description:
It was reported that a patient presented with over-sensing of noise noted on the patient's right ventricular lead, which resulted in inappropriate shocks. The lead was capped and replaced on (B)(6) 2025. No adverse patient consequences were reported.